Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had informed byte that they had a filling done in an upper front tooth and this tooth broke with their last aligner. Their dentist noted excessive bleeding and periodontal disease and is monitoring their oral health. Their dentist informed them that they should not had the byte aligner treatment due to the aligners move the teeth in too short of time and too drastic of a move for their teeth. The hyperbyte also caused harm as well. The patient is on their last set of aligners and their dentist advised them to stay in those aligners and to contact byte. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.